Event description:
A caller reported that a cartridge was not fitting properly on the pump, as it would not fully snap into place. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support instructed the customer to remove an o-ring found on the pneumatic tap and clean the area. The customer was then guided through filling a new cartridge and successfully loading it onto the pump, allowing them to resume insulin delivery.